Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that right atrial (ra) this lead was found to be fractured. It remains in service as of now. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that right atrial (ra) this lead was found to be fractured. It remains in service as of now. To date, there have been no adverse patient effects reported.